Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
An x-ray of the fractured piece left in the patient's bone was provided. It was noted that this fragment was left behind as this was a minimally invasive surgery. It can be seen that the device fractured at the outer cortex of the bone. Overloading or bending of the instrument may have been factors in the fracture; however, it is not possible to determine the most likely probable cause with the available information. The tip of the instrument was confirmed fractured. About an inch of the tip was fractured off. The device history records were reviewed and found conforming to the specification and mis at the time of manufacture. This is the first complaint of this nature for this part number, and the second complaint for this product family.

Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It was reported that during a surgery, the plate reduction instrument broke; the fractured fragment remains in the pt.